Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, iol found to have crack. There was patient contact noted.additional information has been requested.

Manufacturer narrative:
Correction: on initial MDR the product code of 1135 was an error. It should have been 3020 on the original MDR. The lens was returned taped inside the lens case base. Viscoelastic was dried on the lens. The lens was returned cut into two pieces adhered to the tape. The lens was cleaned with klrp for further evaluation. A crack was observed near the optic center of one portion. This optic portion also has scratches and scrape marks near one optic/haptic junction. The optic is broken in this area with a portion removed, not returned. Some of the damage appears to have been cause by an instrument used to grasp the lens. An unopened company cartridge was returned with the lens. The unopened company cartridge was microscopically examined with no damage or abnormalities observed. No particulate was observed inside the cartridge lumen. The cartridge was functionally tested. No lens or cartridge damage was observed after the lens delivery. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The root cause for the reported scratch could not be determined. The optic a cracked area near the center. The optic also had scratches and scrape marks on both sides of the optic which appear to have been cause by an instrument used to grasp the lens, most likely during the removal process. An unopened company cartridge was returned with the lens. Functional and dye stain testing was conducted with the unopened sample with acceptable results. No lens or cartridge damage was observed after the functional testing. It is unknown if a qualified handpiece and viscoelastic were used. Per the instruction for use (IFU): company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The IFU also instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovds) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the there was a scratch on the lens.